Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the devices were received for analysis in good condition. Functional testing revealed that the device meet specifications and no error messages were observed. In addition, the unit successfully underwent a continuous burn-in overnight without any failures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-08840, 2134265-2013-08833. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, the motor drive unit was used in conjunction with an imaging catheter to visualize the lesion. The physician pressed the pullback button and 3 seconds later the automatic pullback stopped. No patient complications were reported and the patients' status is stable.

Event description:
Same case as: 2134265-2013-08840, 2134265-2013-08833. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, the motor drive unit was used in conjunction with an imaging catheter to visualize the lesion. The physician pressed the pullback button and 3 seconds later the automatic pullback stopped. No patient complications were reported and the patients' status is stable